Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax); d4(serial); d10(concomitant med products); e1; e3. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
The pump was not saved for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 72-year-old female patient with a past medical history of a prior coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the urine was noted to be pink/red. Labs drawn (haptoglobin) and was rejected due to hemolysis. The swan catheter was removed by the central venous pressure (cvp) was listed as less than 10. The patient was being diuresed with lasix and having diarrhea possibly contributing to the volume status. After 5 days and 21 hours on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 1.9l/min as intended. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, and potential device position.